Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that green protective pull ring cap disconnected from the patient line connector of an unspecified quantity of amia cassettes. This event was further described as the "caps were loose on the patient line" and would ¿fall off easily¿. This was observed during setup for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.